Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device did not provide a patient circuit disconnect alarm as expected, during patient use. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: the reporter responded to ventec's request for additional information regarding the patient and event. Sections a2 dob, a3b gender, a4 weight, a5 ethnicity, a6 race, b3 date of event, b6 relevant tests/laboratory data, and b7 other relevant history (including preexisting medical conditions) have all been updated, accordingly. Please note that section a4, weight, is actually 6.185 kg, however, the esub form would not allow decimals. The reporter advised that the issues with the device began on (B)(6) 2024 and ended on 12/19/2024 when the patient was placed on a different ventilator for support. The reporter has not alleged that the patient¿s o2 desaturation (see section b6) was caused by the vocsn ventilator. The reporter advised ventec that the patient has a history of desaturation due to his complex medical conditions (see section b7). A member of the ventec service team reached out to the reporter to confirm the return merchandise authorization (RMA) details, but was advised by the reporter that the RMA could be cancelled. The reporter advised that their facility had tested the device themselves on 1/07/2025 but were unable to confirm or reproduce the reported issue of its patient circuit disconnect alarm not working as expected. Proper device operation was observed during testing. The reporter stated that they then prepared the device for the next patient by replacing its filters and updating its software. The reporter further stated that they have documented in their internal records that the device was "pt ready". The device has not been returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.